Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error 3fe was displayed. No information about any patient involvement. Error 3fe means that the device detected a faulty safety switch during power on test.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error 3fe" could be confirmed. The most probable root cause is a defect of an electronic component assembled on the mainboard. This defect was detected by the power up self-test of the unit and consequently the ui500 was no longer operable. This is a safety feature of the unit which worked correctly. The additional detected defect of the 2-way valve is independent of the causative failure. Internal karl storz reference number: (B)(4).